Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the spider 2 tenet 7615 does not activate when switching it on, when the switch is turned on the activation noise does not stop. Almost as if it is constantly trying to activate the arm but with no success. It is unknown whether the event happened during surgery, if there was a patient involvement but there was a back-up device available and no surgical delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was conducted. The unit continuously tried to pressurize. The fuse on the printed circuit board tested good. The pre-pressure test jig was used to bypass the unit's printed circuit board and fuse. The unit still continuously ran. The complaint was confirmed and the root cause has been determined to be a defective solenoid valve. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.